Event description:
It was reported that the patient presented in clinic for initial implant procedure. During interrogation, it was noted that the right ventricular (rv) leadless pacemaker (lp) exhibited insufficient change in current of injury. After fixation and release of the rvlp, it was noted that it has tilted laterally. However, it was eventually decided to implant as is. Upon interrogation four days post procedure, it was found that the rvlp exhibited high capture threshold and loss of capture. Chest x-ray was performed and noted that the rvlp had dislodged, and had migrated towards the rv apex while free floating within the rv. The rvlp was retrieved, explanted and replaced. There were no patient consequences.